Event description:
Malfunctioning one link ext. Unable to aspirate blood or flush saline though the device. After starting the IV unable to withdraw blood or flush line even with good blood flow from the IV catheter. A new device was used and it worked properly.